Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was parkinson's disease. Concomitant medical products: product ID: 97740, serial# unknown, product type: programmer patient. Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that error codes were displayed on the patient programmer and physician programmer while communicating with the patient¿s implantable neurostimulator (ins). It was further reported an out of regulation (oor) message was observed on the patient programmer and a ¿0x400¿ message was observed on the physician programmer. The ins stimulation parameters remained and there was no issue observed. There were no external factors in particular reported to have led or contributed to the issue. It was stated that after communication was performed once with the physician programmer that both programmers could be used without any issue; the issue was resolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was noted the disease the patient was primarily/originally treated for was parkinson¿s disease. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the oor and 0x400 error messages was unobtainable. It was noted that while the patient did have parkinson¿s disease, the device was used as a spinal cord stimulator to treat chronic pain.